Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed fault 41 (patient temperature sensor failure) was not confirmed during the functional test but was confirmed during the archive data review. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. The archive data review indicated fault 41, thus confirming the reported complaint. The autopulse platform passed the initial functional test without any fault or error and the reported complaint could not be reproduced. Nevertheless, the temperature sensor needs to be replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. A load cell characterization test confirmed that both cell modules function within the specification. Service was not performed, as the customer declined the repair. The autopulse platform will be returned to the customer unrepaired and clearly labeled "not for human use". Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
As reported, the autopulse platform (sn (B)(6)) displayed a fault 41 (patient temperature sensor failure) message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.